Event description:
The nurse (rn) noted that the peripherally inserted central catheter (PICC) dressing was lifting. During removal of the dressing, the clinician noted catheter leaking at the distal end of the fixation wing and catheter line. The catheter was exchanged and the leaking catheter was sent to biomedical for evaluation. The manufacturer is to receive the catheter for testing and reporting.